Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode with high voltage therapy disabled. Technical support reviewed the records and found that the device was not programmed into MRI mode. There was an attempt to reprogram the device, however it was not successful. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.